Event description:
Customer alleged van seat doesn't lock into place. No injury alleged.

Event description:
Customer alleged van seat doesn't lock into place. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51p, (B)(4) is approximately 3 years and 4 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
The initial (B)(4) issued mfg. Report #1525712-2012-00534. The original report stated the manufacturer as invacare (B)(4). The correct manufacturer is invacare (B)(4). The correct registration number was used, but the wrong manufacturer name. No RMA has been initiated for this issue. Model m51p, serial number/date code (B)(4) is approximately 3 years and 4 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.